Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019; product ID: 694765, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product ID: 429688, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a syncopal event, incontinence, edema and redness bilaterally on lower extremities with suspected cellulitis. The left pectoral cardiac resynchronization therapy defibrillator (crt-d) site was red and hot to the touch and the patient was febrile. Suspected pocket infection was noted. Pocket evacuation and a drain was inserted. Cultures were sent and the patient received antibiotic treatment. The crt-d system was later explanted and replaced. No further patient complications have been reported as a result of this event.